Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented to the emergency room due to weakness and had passed out. It was noted the patient had also been shocked and a lead integrity alert (lia) triggered. Review of the patient indicated the patient was in ventricular tachycardia (vt) with right ventricular (rv) lead oversensing/double-counting. In addition, a high left ventricular (lv) lead threshold was observed approximately one month prior. At this time, the rv lead and lv lead remain in use. No further patient complications have been reported as a result of this event.